Manufacturer narrative:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip pumps -alarm error code 41622 was revealed in the event log and during testing was duplicated. This was isolated to optical cam switch sensor and screws being loose and stuck between the motor and cam shaft. Action was taken to remove the screws and replace the motor as preventative.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip pumps alarmed ec 41622. This occurred during testing and no patient involvement.